Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate mode switch due to atrial lead noise was observed. The patient will continue to be monitored. The patient was stable.

Event description:
New information received notes that isometric testing was performed but could not reproduce the noise. No programming change was done. The patient was stable.